Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one video of the complaint incident. Visual inspection of the returned video noted that the reload was fired during the procedure. A spiral shaving was produced as the I-beam advanced. It is not clear what material the spiral shaving consisted of. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastric sleeve, while cutting, the device was also producing and releasing fragments from the device. These fragments disengaged into the patient cavity. There was no patient injury.